Event description:
The physician was attempting to use a mo.ma ultra cerebral protection device to treat a lesion in the left internal carotid artery. The lesion exhibited severe stenosis. Negative prep was performed on device prior to insertion into patient with no abnormality noted. No difficulty/friction noted when loading the device onto guidewire and no resistance encountered during delivery to the lesion. During the surgery, angiography results showed 80% stenosis in the right internal carotid artery, no calcification or tortuosity. Distal of the device balloon delivered to the external carotid intravascular 2cm and the vessel looked normal. The distal balloon and dilatation was normal, but the physician found a slow leakage; the balloon could not continue to block eca. The physician withdrew the mo.ma and changed the same size device to complete the surgery. No patient complications reported.

Manufacturer narrative:
Evaluation results: root cause is undetermined. Evaluation conclusion: root cause is undetermined. Conclusion not yet available: evaluation in progress. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Evaluation summary: all the accessories were included in the tray returned, however they appeared not used because no traces of blood or radiopaque solution were detected. The device was inspected and traces of radio opaque solution were found into the inflation line.negative pressure was applied to both inflation lines and a leakage was clearly detected on the distal line. The balloons were inflated at nominal diameter; however a pinhole was detected on the distal balloon. Proximal balloon kept the inflation without issue no other abnormalities were detected on the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.